Event description:
The customer reported obtaining erratic sodium (na) patient results on their au5800 clinical chemistry analyzer. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and suspected electrodes issue. The customer replaced all electrodes including sodium, potassium, and chloride electrode to resolve the issue. The customer verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).